Manufacturer narrative:
The referenced driveline repair was reported under medwatch MFR report# 2916596-2015-00429. Approximate age of device ¿ 1 year and 11 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The patient received a heart transplant on (B)(6) 2016. The customer reported that the pump was being returned to the manufacturer for evaluation due to previous suspected pump thrombus. Additionally, an external driveline repair had been performed on (B)(6) 2015. Additional information regarding any recent events was requested but was not provided.

Manufacturer narrative:
The report of suspected thrombus was confirmed during the evaluation of the returned device. Examination of the pump¿s blood-contacting surfaces found a ring of tissue-like thrombus adhered to the inlet bearing and bearing cup. The tissue appeared denatured and showed laminated layering, indicating that the thrombus formed over an undetermined period of time. The evaluation could not conclusively determine the cause of the thrombus. It was reported that the patient had an external distal end driveline repair on (B)(6) 2015 due to pump stoppage events; however, the evaluation of the replaced section of the driveline was unable to determine the cause of the events. Examination of the returned driveline noted breakdown of the braided shield adjacent to the pump housing. Visual inspection of the underlying wires found breaches in the red and brown wires at the pump housing. The adjacent wires showed evidence of abrasion against the braided shield, but their inner conductors were not exposed. If the exposed conductors of the red or brown wires contacted the braided shield while the system was operating on the power module, the resulting short to ground could have caused the previously reported low speed and pump stoppage events. The observed wire damage appeared to be the result of abrasion against the braided shield due to repetitive flexing. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The instructions for use lists device thrombosis as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.